Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n478316, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient's family member that the patient had surgery on (B)(6) 2015 where two bars were placed in their back. When the stimulator was turned on it shot pain up their back and produced stimulation in their stomach instead of their legs. They reported overstimulation and stimulation in an undesired location. Additional information obtained by another family member reported that the patient had gone to the doctor and had an adjustment done and they felt great. They were doing so much better since they had it put in. Relevant medical history included spinal pain. If additional information is received a follow-up report will be sent.